Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in system utilities mode and was unable to switch out into other modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.